Manufacturer narrative:
The flow control valve was not returned to the product safety department from the field for a root cause analysis. Therefore, unable to isolate the cause of the valve failure. Investigation concluded.

Event description:
Hosp reports unit vent inop with error code 219 displayed. No pt injury reported to service technician at time of repair.